Event description:
Anesthesia machine was checked for seal and integrity prior to bringing pt to or. After induction, the mask was placed on the pt's face. There was no o2 in the bag to ventilate the pt. The anesthetist had the staff physician hand her an ambu bag to ventilate the pt. The nursing attendants came and immediately changed the anesthesia machine to another machine. The pt was then connected to another machine. Surgery continued without further problems.